Event description:
User experienced erroneous troponin t results for one pt sample. Initial result gave 0.045 ng/ml. The sample was repeated twice giving 0.017 and 0.019 ng/ml. The initial result was reported and a corrected report was sent. User has no knowledge that the pt was treated based on the original result and does not believe there were any adverse effects. The field service rep was unable to determine a cause. Performance tests were performed.